Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the tangled lock line that had to be cut to complete clip deployment. It was reported that this was a mitraclip procedure to treat grade 3-4 functional mitral regurgitation (mr). The cap of the lock lever was removed during the procedure and the lock line became entangled in the o-ring. After the lock line was unable to be untangled, the entangled parts of the lock line were cut with a scalpel. The lock line was successfully removed. The mitraclip was deployed according to the instructions for use. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.